Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 -14.00d implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. Lens opacity was observed. Cataract surgery was performed. Lens was explanted on (B)(6) 2024 and problem was resolved. Reportedly, all fine, patient is happy. Cause of event was reported as unknown; device did not fail to perform as intended.

Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).